Manufacturer narrative:
The astral device was returned to resmed for an investigation. Review of the device data logs revealed an error message (sf197) related to a stuck outlet flow sensor and an error message (sf74) related to the software. Visual inspection of the pneumatic block revealed contamination within. The pneumatic block was replaced and software upgraded to address the issue. The device was serviced and fully tested before it was returned to the customer. Based on all available evidence and complaint investigations of a similar nature, the investigation determined that sf197 was due to contamination of the device pneumatic block while sf74 was due to intermittent connection of the expiratory flow sensor. Resmed's risk analysis for this failure mode concludes that the risk is acceptable. Resmed reference#: (B)(4).

Event description:
It was reported to resmed that an astral device was alarming. There was no patient harm or serious injury reported as a result of this incident.